Event description:
It was reported that a physician in training in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture knot was tightened before it was advanced to the surface of the artery. The device was removed and hemostasis was achieved with manual compression. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4) (incorrect knot advancement) - (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.